Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 08:00am. The patient manages her diabetes with fixed insulin doses and it is unknown what changes if any the patient made to her diabetes management routine in response to the alleged issue. The patient reported that at 08:30am on (B)(6) 2015 she had her blood glucose tested on a doctor's meter which gave a result of 540mg/dl and at 09:30am she was treated in an emergency room with insulin. During troubleshooting the cca noted that the meter would not power on when a test strip was inserted or when the power button was pressed. There was no apparent misuse of the meter and the batteries did not require replacing. Replacement products were sent to the patient. This complaint is being reported as the patient developed a sign of hyperglycemia and received medical intervention from a healthcare professional after the alleged meter issue occurred.